Event description:
Patient reported the infusion device displayed an e7 (electronic error) message while in the run mode. Patient stated the battery cover was replaced; the issue persists. Preliminary evaluation found an e7002 in the history. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.